Event description:
According to the available information the hospital rep called to say that one of their patients had 2 catheters that the tips were cut off and also said that the guide stripe was out of line with the tips.